Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the stylus would not work with the device; the device responded to a known good stylus, so a replacement was calibrated with the device. It was also noted that there was a bent latch tab on the power cord bay; the power cord bay was replaced. Also, the system fan was noisy, and it was replaced. The device passed final functional and system tests. No other anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer has been returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the display screen of the programmer would not respond to the stylus touch-pen, even after two different stylus pens known to work with other programmers were attempted. The programmer is expected to be returned. No patient complications have been reported as a result of this event.